Manufacturer narrative:
The following elements have blank data

Event description:
General zimmer dermatome (B)(4) malfunction while used on patient compromising skin graft for a left posterior shoulder wound.